Event description:
The report stated that during a radio frequency "flutter" ablation, where an electrode is placed in the heart and a current is applied to remove the arrhythmia, the surgeon made 23 activations, for a total time of 22 minutes and 44 seconds. The ablation parameters were: the temperature 65 degrees c, power 60 + 70 watts. The patient suffered a 3rd degree burn on the back/buttock area. The patient had 2 patient return electrodes which is apparently, where the burns occurred. Initial treatment was biafine. The patient is now being treated at burn unit. The manufacturer of the generator used is medtronic. The manufacturer of the ablation electrodes used in this procedure was not reported to us. The only valleylab product was the patient return electrode.

Manufacturer narrative:
Currently, we are expecting the patient return electrodes to be returned for evaluation. When the electrodes are returned and the evaluation is complete, we will send a follow-up report.